Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07108. It was reported the patient had an infection at the ipg and lead sites of his cervical scs system. The event date is unknown. Antibiotics were given to the patient due to redness, swelling and drainage but could not provide resolution. As a result, the patient had the cervical scs system explanted. The patient was treated with antibiotics post op.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07108. Follow-up revealed the patient has been off antibiotics and the infection has been healing as expected.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.